Event description:
The customer reported that a falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ci 1900 analyzer. The initial result was reported to the physician(s). The sample was repeated on an original atellica ci 1900 analyzer. The repeat results recovered higher than the initial result and were considered correct. It is unknown which repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an atellica ci 1900 analyzer outputted out-of-range quality control (qc) and a falsely depressed concentrated carbon dioxide (co2_c) result on a patient sample. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse observed flashing lights on the deionized water system and low resistivity readings. The cse performed the service maintenance which recovered the resistivity reading to normal. Further, the cse backlashed and dumped the onboard water tank twice, primed all probes and drains, performed drain, fill, photometer auto-check, and new calibration, and ran qc which recovered acceptably. Siemens evaluated the event and concluded that the poor water quality due to an issue with the deionized water system feeding, addressed with the service actions above, potentially contributed to the falsely depressed co2_c result. The instrument is performing according to specifications. No further evaluation of this device is required.